Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional product code: hwc (B)(4). Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 5/21/2009, expiration date: 04/30/2018, part #: 456.420s , lot#: 6142474 (sterile) - 11mm/130 deg ti cann troch fixation nail 400mm/right-sterile. Quantity: (B)(4). Lot was release to the warehouse on 5/21/2009. Work order no. (B)(4) was issued on 5/8/2009 for qty (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ subject device has been received and the five implants were received with varying damage and signs of implantation. The nail was completed broken into two pieces through the proximal locking/helical blade hole. An inspection of the break site shows a homogenous material structure. There are also numerous scratches and gouges present on the device. The helical screw has cosmetic scratches and the gold annodization is worn off in numerous places, but is functionally undamaged. Both locking bolts are worn and the threads are slightly rolled, but it is otherwise undamaged. The locking set screw is undamaged. The exact cause of the complaint condition is unknown, but it is likely that the implant was subjected to excessive cyclic loading forces due to the bone not healing quickly. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This adverse event is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery was performed on (B)(6) 2015 to remove a broken trochanteric fixation nail (tfn), which had broken distal to the cephalo medullary screw hole. No fragments were generated. The nail came out successfully without incident. The date of original implant was unknown. It was not known what led to the revision; only that the nail breakage was determined during the pre-operative revision x-rays. Hardware was successfully removed and patient was revised to a total hip replacement. There was no surgical delay. This report is for (B)(4).